Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of cardiac arrest. The timeline, etiology and details of the event(s) is unknown; therefore, causality cannot be established. However, studies have shown esrd patients are at significantly greater risk of sudden cardiac arrest then those in the general population. Based on the information available, the liberty select cycler cannot be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event(s). However, limited information precluded an extensive and meaningful investigation. Therefore, given the lack of event(s) causality, medical records, treatment records, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for cardiac arrest. Upon follow-up, the patient¿s primary peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized after a cardiac arrest. The patient remains hospitalized and the pdrn reported being unable to provide any information about the events. The pdrn stated not receiving any updates from the family and/or the hospital.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.